Manufacturer narrative:
Account found what appears to be some kind of fluid ingress on the scale board causing scale board to fail. Account replaced the scale/ppm board for resolution.

Event description:
Account stated the scales are showing an error code.